Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that predilatation was performed with a voyager and two xience stents were implanted. The patient was sent to recovery; however, within several hours the patient experienced angina and returned to the cath lab. A repeat angiography was performed and it was noted that stent thrombosis was present. An aspiration catheter was used to aspirate the thrombus. Ivus was then used, and it was noted that the stents were well opposed, with some plaque noticeable through the stent struts. Post dilatation was then performed with a voyager nc and repeat angiography was performed with a good result. The case was concluded. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that angina and thrombosis, as listed in the IFU, are known adverse events associated with coronary stenting. The angina was likely the result of the thrombosis, which was treated with aspiration and additional post-dilation. The reported patient issues of angina and thrombosis are known adverse events associated with coronary stenting; however, a conclusive cause for all reported patient issues and the relationship to the products, if any, cannot be determined. The xience v everolimus eluting coronary stent system is being filed under the same MFR number.